Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient is no longer able to turn on or start up the therapy. The therapy strength automatically switches to zero. Impedance check revealed that all impedances of the lead are high. As such, surgical intervention may take place to address the issue. However, nothing is planned for the time being.

Manufacturer narrative:
It was reported to abbott a patient had high impedance on all contacts preventing stimulation from being turned on. The patient denied any falls or accidents. No intervention was planned at the time as the patient was addressing other health issues. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event. Moreover, unit is not being returned.